Manufacturer narrative:
The microsensor ventricular catheter kit was not returned for evaluation (as per customer, product not available) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor was implanted into a patient on (B)(6) 2021 during an emergency procedure. On the same day the patient was transferred to ICU, however, the nurse observed csf leaked on a microsensor at the volume of 1 ml. The physician was notified and replaced the microsensor with another 826653.